Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and an infection. The patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) and ketones of 5 mmol/l. The patient was placed on a sliding scale for treatment. The patient sought medical attention for the infection but treatment information is unavailable. Additional information regarding the hospitalization was solicited but not provided by the patient.